Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1529605) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that after deployment of the mynx ace (5f/6f/7f) vascular closure device, the groin looked good and also looked good post deployment hold. Approximately 5 minutes later the groin was checked again and it was discovered that a hematoma of approximately 5 cm x 5 cm in size had developed. The patient's blood pressure had dropped dramatically at this time. Manual compression was applied for 30 minutes or less to resolve the hematoma. The patient's blood pressure rose back to normal. A femostop was placed in recovery to ensure that the patient did not bleed anymore. The patient was described as fine following the event and hospitalization was not prolonged as a result of the event. No further information is available. Vessel location: peripheral vessel size: 7 mm sheath size: 6f stick location: medium.